Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). During visual inspection, no physical damage was noted. A review of the archive data was performed and found multiple user advisory (ua) 02 (compression tracking error) error messages on the reported date of 11/23/2016. The platform has passed the initial functional testing without any errors. In addition, load cell characterization check was performed and found the load cell 1 to be defective. In summary, the reported complaint of the autopulse platform kept displaying error message "realign the patient" was confirmed during archive review and load cell characterization check. The defective load cell was replaced to remedy the complaint. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The platform has passed the final functional testing.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) kept displaying error message "realign the patient". The customer indicated that when the manikin was placed on the platform, the autopulse passes self-test, then the lifeband retracted down on the manikin then stopped performing compressions and displayed error message "realign the patient". The manikin was not out of place. The customer re-extended the band, and the same error message appeared. The customer changed the lifeband; however, same error message persisted. The customer mentioned that they felt as though there was no tension when they extended the lifeband and also felt that the transmission might have disengaged. No patient involvement was reported.